Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and damaged the pump electronics. This led to triggering of e8 electronic errors.

Event description:
On (B)(4) 2013, pt reported the infusion device shutdown without providing an alert/error message. This occurred while the piston rod was retracting, and he removed and reinserted the battery and the infusion device restarted. The history was reviewed, and the infusion device did not display an a2 battery low or e2 battery depleted error before it shutdown. The battery was last changed on (B)(6) 2013. The battery cover was not loose and the contacts are not damaged. The correct type of battery is used, and the battery setting is programmed to alkaline. The infusion device, battery, and battery cover were requested for eval. No physiological effects were reported and he did not require treatment from a healthcare professional or second party to address the issue.